Manufacturer narrative:
Investigation summary: one photo of the top view of a blister pack was received and evaluated. The product information on the package could not determined due to limited resolution. The reported defect was not identified in the photo received. Photos or samples of the reported foreign. Matter would be helpful for a more thorough evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of syringe 1ml ll w/o dn experienced foreign matter in device cannula/needle/syringe or any fluid path component. Product defect was noted during use. The following information was provided by the initial reporter: material no: 309628 batch no: 9294241. On (B)(6) 2020 at 08:30, a vial of fomepizole for injection was drawn up from the vial via needle (16 gauge bd/ product code ref 305198) and injected into a normal saline bag. The infusion solution used for dilution was 0.9% 100 ml nacl bag. Particulate matter was noted approximately 10-15 minutes after completion of the dilution (at approx. 08:40-8:45am). Due to the precipitate, a second vial from the same lot was diluted with no problem. The precipitate appear as white flakes, small crystallization. The particles were larger in size when compared to the second bag which was prepared. The needle was not changed between dilutions. The vials were stored at room temperature (temperature not specified). The vial was punctured only once during the dilution, at the designated piercing area of the rubber stopper.